Event description:
Reportedly, the physician found some issues with the ventricular screw connection. He said it's impossible to screw it and the lead is unstable.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Summary of investigation: the visual inspection did not reveal any abnormality. Several observations were noticed during the device¿s investigation: the ventricular screw was partially screwed. No tightening marks were visible on the atrial and the ventricular setscrew tips. A likely hypothesis is that the user did not fully screw the atrial and the ventricular screws. This hypothesis could explain the issue reported in the complaint. Based on the available data, no issue is suspected on the subject pacemaker. The complaint is recorded for trending purposes.

Event description:
Reportedly, the physician found some issues with the ventricular screw connection. He said it's impossible to screw it and the lead is unstable.